Event description:
The kandall meditrace 233 ECG conductive adhesive electrodes - lot# 2011-11 833010 and 2011-12 835861- causes first and second degree chemical burns when used for two consecutive days at a time. Dose: 3 electrodes. Frequency: change every 2 day. Route: transdermal. Dates of use: 2009. Diagnosis: heart monitoring. Event abated after use stopped: yes.